Manufacturer narrative:
Contact office address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noticed at the connection between a clearlink solution set and a baxter bag. The reporter stated that the spike fell out of the bag. The leak was discovered prior to hanging/immediately after hanging the bag. The drug was oxaliplatin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; however, a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was removed from the pouch and visually inspected. The spike shaft was dimensionally inspected with no issues noted. Simulated use testing was performed with no leak or spike fall out noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.